Event description:
An ophthalmologist reported that the laser probe would not fit into the trocar in the patient's eye during a vitreo-retinal procedure. The probe was exchanged and the issue was resolved. There was no delay and no patient impact.

Manufacturer narrative:
A laser probe was received for evaluation. A visual assessment of the returned sample revealed that the sample was returned without its protective tip cover. No other visual nonconformities were observed. The returned laser probe was inserted into a 25 gauge trocar cannula. It was observed that the laser probe was catching at the junction between the nitinol tip and the metal shaft. The complaint was able to replicate the customer reported event of the probe not fitting through the trocar cannula. A review of complaints for the last 24 months did not indicate any additional similar reports for this lot number. The root cause cannot be determined conclusively. An internal investigation has been opened to address complaints of a similar nature. (B)(4).